Event description:
Per the end user, after wearing the wafer for 6 days there were 2 blistered areas to the left of the stoma. The rest of the skin is red in color. Cleansed the peristomal skin with alcohol to remove the residue from the wafer. Normally changes the wafer every 5 days. Normally cleanses her peristomal skin with alcohol and water. No further info is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) list in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.